Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a shaft break occurred. Vascular access was gained via the radial artery. The 80% stenosed ostial lesion was located in the non-tortuous and non-calcified right coronary artery (rca). The lesion was pre-dilated and the 4.5x16mm omega stent was successfully deployed with two inflations to 14atm. Upon removal of the stent delivery balloon the physician encountered resistance and the distal catheter shaft fractured inside the guide catheter. The device was removed with the guide wire and guide catheter no patient complications were reported and the patient status is stable. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during a stenting treatment procedure, a shaft break occurred. Vascular access was gained via the radial artery. The 80% stenosed ostial lesion was located in the non-tortuous and non-calcified right coronary artery (rca). The lesion was pre-dilated and the 4.5x16mm omega stent was successfully deployed with two inflations to 14atm. Upon removal of the stent delivery balloon the physician encountered resistance and the distal catheter shaft fractured inside the guide catheter. The device was removed with the guide wire and guide catheter no patient complications were reported and the patient status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer - there was blood in the balloon. The balloon was deflated, as-received. The stent was not returned, which is consistent with the reported information. There was a complete mid-shaft separation at the guidewire exit notch. The fracture faces were jagged and stretched, which suggests that the separation may be related to tensile overload. Magnified inspection of the fracture surface presented no evidence of any material or manufacturing deficiencies contributing to the separation. The mid-shaft was stretched 8cm from the fracture site to the mid-shaft/hypotube bond. The outer shaft was necked down onto the inner shaft adjacent to the guidewire exit notch. There was no evidence of any product quality deficiencies contributing to the confirmed damage and reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).